Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported that, the customer had extremely high blood glucose, was vomiting, and not feeling well, but she refused to seek medical help. The customer's blood glucose continued to rise and the paramedics were called to her home. The paramedics reviewed the insulin pump and immediately took her to the hospital. The customer went into a coma and several days later died.